Manufacturer narrative:
Age/date of birth: exact age not provided, mean age was reoperation group: 63.3 (13.1), control group: 64.9 (16.2). Sex/gender: reoperation group: male 55, control group: male 32. Patient weight: unknown/not provided. Race/ethnicity: reoperation group: white 18 (38), control group 19 (43), reoperation group: black 22 (47), control group 21 (48), reoperation group: asian 5 (11), control group 2 (5), reoperation group: hispanic 1 (2), control group 0 (0), reoperation group: other 2 (4), control group 2 (5). Date of event: 5/12/2021 (the date article was accepted). Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: unknown, as the serial number was not provided. If implanted; give date: unknown/not provided. If explanted; give date: n/a (not applicable) there is no indication the device has been explanted. Other (81): the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Device manufacture date: unknown, as the serial number was not provided. (B)(4). Citation: cardakli, n., friedman, d., boland, m. (2021). Unplanned return to the operating room after tube shunt surgery. American journal of ophthalmology 229(1), pp242-252. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The following article was received based on literature review. Article: unplanned return to the operating room after tube shunt surgery this retrospective case-control study was done to determine the rate of unplanned returns to the operating room (or) within 180 days and at any time postoperatively after valved and non-valved tube shunt surgery. The tube shunt implants were either the baerveldt bg 101-350 (b350; johnson & johnson vision), the baerveldt bg 103-250 (b250; johnson & johnson vision), or the ahmed fp7 glaucoma valve (agv; new world medical, rancho cucamonga, california, USA). The 357 eyes (n=357 eyes) included in the study were grouped into valved (n=151 eyes) (agv) and non-valved (n=206 eyes) (b350 and b250) group. Baerveldt tubes were variably modified by being tied off, having a ripcord suture inserted, and being fenestrated anterior to the tube ligation. The non-valved tube shunt group had unplanned reoperation at any time postoperatively that were related either to glaucoma or a complication of tube shunt surgery (n=47 eyes) and underwent reoperations within the first 180 postoperative days (n=25 eyes). Postoperative complications in eyes that underwent reoperation at any time in the postoperative period after placement of a non-valved tube shunt were: elevated iop refractory to medical therapy (n=27 eyes), hypotony (n=7 eyes), tube exposure (n=7 eyes), conjunctival retraction (n=6 eyes), vitreous hemorrhage (n=3 eyes); 1 of which had neovascular glaucoma without proliferative diabetic retinopathy. Other complications (n=15 eyes) for non-valved tube shunts included malignant glaucoma; progression of the patient¿s glaucoma despite meeting iop goals; a thickened capsule; retrobulbar hemorrhage; and development of lens opacity due to tube shunt position. There were no further interventions reported. This report is for model bg103-250 adverse event. A separate report is being submitted to capture the reported event with the model bg101-350.

Manufacturer narrative:
Corrected data: in the report submitted july 12, 2022 ((B)(4)), an incorrect catalog number was inadvertently submitted. This report contains the corrected catalog number. Section d4 - catalog #: 23030819. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.